Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no alarms occurred. The device powered up normally to the care level. At the care level, only general care was available. Drug library elements were not found. A review of the event history log revealed se25005 which is related to a drug library error: missing certificate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however, a cause was not determined. The pump may still be used without the drug library, therefore if this event were to recur, it is not likely to cause or contribute to a serious injury or death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 device manufacturer address 1: nothern region industrial estate. G1 device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an unspecified alarm that occurred during therapy, with subsequent deletion of the drug library after it was cleared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.